Manufacturer narrative:
The events of rupture, lymphadenopathy, and seroma late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿accumulation of reactive fluid¿ ¿accumulation of exudative material¿; "pain¿, ¿burning sensation¿, ¿capsular contracture¿; adenopathy.

Event description:
Patient representative reported patient experienced ¿removal of implants due to fear of alcl, to reduce risk of alcl, and due to symptoms consistent with alcl and fear of alcl including: mental anguish and fear of alcl, increased risk of alcl¿ ¿anxiety¿ ¿tissue damage¿, "adenopathy¿, ¿accumulation of reactive fluid¿ ¿accumulation of exudative material¿ "pain¿, ¿burning sensation¿, ¿capsular contracture¿, "edema". The following reported events have been deemed not related to the device: "headache," "irritable bowel¿, ¿aggravation of underlying conditions¿ and ¿other physical and emotional manifestations that are severe and ongoing¿. Device has been explanted. This is the left side record.